Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. The most likely failure mode was a failure to completely engage the locking mechanism. There are warnings in the package insert that state that this type of event can occur: under warnings, number 3 states, "the locking bar used to secure the tibial plate and tibial-bearing components together must lock securely into place with an audible click at the time of implantation. Disassociation of the locking bar from the modular tibial plate component has been reported. Inadequate seating of the locking bar can cause disassociation of the locking bar from the tibial plate component, requiring revision surgery."

Event description:
It was reported patient underwent knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013, due to the locking bar backing out of the tibial bearing. The tibial bearing was removed and replaced.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.